Event description:
It was reported that during a lap adrenalectomy, the hand activation buttons didn't function properly. The max button seemed to work intermittently and the min button didn't work at all. There was no pt consequence.

Manufacturer narrative:
(B)(4). Info anticipated, but unavailable at this time.